Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.16mm x 1.56mm in size. Due to the broken tube adapter, a detached fragment was observed that was not returned with the instrument. The instrument was found to have tube adapter abrasions. The mcs tip cover accessory has also been returned and evaluated by the failure analysis. The mcs tip cover accessory was installed onto an in-house instrument's tube adapter without any issues. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The mcs tip cover accessory remained installed and did not fall off during in-house testing. Additional observation not reported by site: the mcs tip cover accessory was found to have retaining cover damage. The retaining cover was observed to be cracked. No missing material was observed. A review of images provided by the customer was conducted. One image appears to show the instrument distal end exhibiting a broken instrument tube adapter. The other image appears to exhibit a broken coupling from the mcs instrument on the left. This component is the socket that the mcs tip cover accessory's metal ball engages with. The mcs tip cover accessory on the right does not appear to have obvious damage from the image provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of the provided images was performed. The images were consistent with the reported complaint. There were fragments broken off at the distal tip. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy procedure, a piece of the single port (sp) monopolar curved scissors instrument broke off into loose fragments which fell into the patient's abdomen. All pieces were retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the breakage occurred during instrument removal at the end of the surgery. 2 pieces fell into the patient. There were no functionality issues noted prior to the breakage. There was no collision. The fragments were removed with a pincet, and retrieval was confirmed by visual inspection. No post-operative testing was performed, and no additional surgical procedure was required. The procedure was completed robotically. The patient has not returned to the hospital due to post-surgical complications. A small fragment fell on the ground (it was certainly taken out of the belly), but it was not found. A 2nd (larger piece) was given in a closed bag with the shipment of the defective instrument.